Manufacturer narrative:
Received 50pc 454322/b200836g for evaluation. Received customer picture. We have no further inventory of the material/batch. A review of quality, production, and maintenance documents shows no deviations in relation to the reported issue. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrected data: h3: samples received:, h4: date of manufacture; h5: single-use only; h6: type of investigation; investigation findings, investigation conclusion; h10: manufacturer narrative.l

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were requested and received. However, the evaluation is still in progress. As soon as the samples and all data related to this event are investigated, a supplemental report will be filed.

Event description:
Customer states that tubes are underfilling. Mostly butterflies are used. Phlebotomists hold thumb on the tube until blood stops flowing.